Event description:
During a case, the surgeon reported that there was reversed activation on the pulsar generator, specifically when the cut button is pressed, the generator shows coag mode is activated and when the coag is pressed, the generator shows cut mode is activated. No patient impact, patient information unavailable.

Manufacturer narrative:
(B)(4). Method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).